Event description:
Caller reported experiencing a minimum fill notification. There was no adverse impact to the customer's blood glucose level. The customer was guided to remove the pump from its case and clean the pneumatic tap area, which resolved the issue when the same cartridge was reloaded. The customer requested a replacement cartridge and infusion set, and successfully resumed insulin delivery.